Event description:
It was reported that the patient was in emergency department. The patient was experiencing some alarms at home for a few days. The patient did not remember what alarms they had and also did not notify the ventricular assisting device (vad) team. The patient then had a syncopal episode at home on (B)(6) 2026 afternoon. It appeared that their sister disconnected their driveline and reconnected a few times after this occurred. The reason was unidentified. Labs were stable. Ventricular assisting device flows were 5.7 l/min. The patient had no complaints at that time. Review of the log files confirmed on (B)(6) 2026 prior to the driveline disconnects, the log file was approximately 6 minutes in duration and did not capture any alarms but did capture a string of pulsatility index (pi) events. On (B)(6) 2026, at the 3:00 am hour, the log file captured a string of low power events, power cable disconnects and patient cable low voltages while on the power module. Tech services recommended that safest measure would be to replace the patient cable.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of driveline disconnect events. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported syncopal event could not be conclusively established through this evaluation the log file captured multiple driveline disconnect, low flow, and lvad off alarm beginning on (B)(6) 2026. The pump stopped each time the driveline was disconnected, and the pump restarted as intended each time the driveline was reconnected. These driveline disconnect/lvad off events are consistent with the report of the patient¿s family member disconnecting the patient¿s driveline several times after a syncopal episode. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Available information provided that the patient experienced some alarms that they could not recall. Then, the patient had a syncopal episode on (B)(6) 2026. The patient¿s family member disconnected their driveline a few times after this occurred for an unknown reason. The patients¿ labs were stable and the patient has no current complaints. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The root cause of the reported driveline disconnect events was determined to be user error as the patient¿s family member disconnected the patient¿s driveline multiple times. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the driveline disconnected alarm, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.